Event description:
It was reported that during a liver transplant procedure, the tips got so hot it caused the tip inserts to melt off. The tips were recovered. The procedure was completed using same like device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the blade tips break off? If yes, was there any contact with metal or plastic during activation of the device? Was there any transection across staple lines? Did any piece of the tip or pad fall into the patient? If so, how was it retrieved?

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test hand piece and gen11 and it did activate during functional testing. During functional testing, the device was activated for about one minute with no abnormal heat observed. The harmonic device is not overheating and is functioning as intended. The device was disassembled to inspect the internal components and no anomalies were noted. The harmonic device produces heat in order to cut and seal tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.